Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a surgery due to spondylodesis at l4-s1. Post-op, left side pedicle screw of s1 was found broken. Fragments of the product remained inside the patient. Patient had pain due to this event. The implant was removed on (B)(6) 2016 and replaced.

Manufacturer narrative:
Product analysis: visual and optical examination of mas bone screw confirm breakage at the base (neck) of the bone screw head. Optical examination reveals significant secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed gently convex striations through the cross-sectional area of the bone screw neck, consistent with cyclic fatigue. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
D4 x-ray review: posterolateral fusion l4-5, post-op x-ray shows a broken sacral pedicle screw. Fusion status is unknown. No interbody graft is present. Patient data including smoking status not known. Likely contributing factors: failure of fusion. Root cause: indeterminate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.